Manufacturer narrative:
Final analysis of the extension revealed that the proximal end of the extension was not completely seated in the stimulator connector port. Only one side of the setscrew impressions were observed on the #0 connector sleeve, indicating the extension was not completely inserted. Final analysis of stimulator serial (B)(4) revealed no anomalies.

Event description:
It was reported that during a bilateral brain implant, before closing the pocket, impedance measurement was performed and parameters outside the normal range were seen. Connections on all parts of the system were checked and the test was performed again showing high impedances. It was stated that the doctor asked to change extensions and the generator, and, similarly, impedance measurement showed "abrupt changes out of range." Five days later it was reported that during that surgery, impedances reading of 4,800 ohms in each contact of both leads (bipolar and monopole check) were seen. Impedance check was done 3 times. After changing the extension and trying to connect the two channels of the battery, a new battery was requested (serial (B)(4)) because the impedance check was showing 40,000 ohms in all contacts. After connecting the new battery to the extensions, impedance reading using clinician programmer was the same (high impedances over 40,000 ohms). It was stated that during that time, the patient had some fatigue and the system recheck was postponed to the next day. On the next day the doctor opened the pocket of the extension connection with the lead and the battery pocket. Screening cable was used to do one by one impedance check with the ens (external neurostimulator). Impedance readings were normal for both leads and extensions. When the doctor connected the extensions to the battery that had been implanted the day before, impedance readings were above 40,000 ohms. A new battery was requested (sn: (B)(4)). With this new battery, the same impedance check was done and the channel 2 had high impedance. The doctor then changed the extensions placement in the battery and the check showed channel one being good and channel two with high impedances above 40,000 ohms. After checking all the procedure and impedances again, another battery was opened. The doctor then connected all the system and did the impedance check that showed high impedances again over 40,000 ohms, so the doctor started pulling the extensions in and out of the channels of the battery creating some friction and then did an impedance check that showed all the contacts ok in channel one and channel two had just one of the "distal" contacts showing 40,000 ohms. The doctor decided to close the pockets and finish the surgery. The patient would be checked for stimulation and impedances again on the day of the report. Nine days later it was reported that after one of the extensions was changed and connected to the implantable pulse generator (ipg, serial #(B)(4)), the impedances were high in both channels. The patient was suffering from hypoglycemia , so it was decided to continue the surgery on the next day. Impedances were measured between electrodes and the ens and also between extensions and the ens. The values were in range. After that, the ipg (serial (B)(4)) was connected and the impedances were measured again. Channel I showed normal values while channel ii showed high values over 40,000 ohms. Impedance issue was resolved just after a new device was implanted (serial (B)(4)). However, at the beginning the impedances were measured again, and the values were high in both channels. The doctor cleaned the contact, started to pull the extensions in and out of the channels of the battery creating some friction, and after that normal values except for contact 11 were seen. It was decided to leave the device and end the surgery. The cause was unknown. The patient was feeling well and had the therapy on.

Manufacturer narrative:
Concomitant: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 37601, serial# (B)(4), product type implantable neurostimulator; product ID 37601, serial# (B)(4), product type implantable neurostimulator; product ID 37601, serial# (B)(4), product type implantable neurostimulator; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension. (B)(4).